Event description:
Spouse of home patient (hp) reports transfer set disconnected from catheter during drain 5/5 of "apd" treatment, resulting in a se 2240 alarm. Spouse of hp reports baxter technician assisted hp in ending treatment. Rn reports hp was treated with cefazolin 1500 mg i.p. For 14 days. Rn reports no pt injury as a result of incident.